Event description:
It was reported that the patient underwent a stenting procedure on (B)(6) 2011 with placement of a stent in the mildly calcified left internal carotid artery. One day post-procedure, a national institutes of health stroke scale (nihss) was performed which noted dysarthria, as evidenced by mild to moderate slurring of words. A pre-procedure nihss noted mild to moderate aphasia and no dysarthria. No treatment was provided. The dysarthria continues and the patient was discharged to home on (B)(6) 2012. No additional information has been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of neurological deficit dysfunction is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use in the potential adverse event section. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.